Event description:
Product is an ancillary part that transfers IV nutrition ingredients from source containers to an empty bag for patient use. The part failed to deliver an ingredient (sterile water for injection) properly for weight verification prior to final approval for use.